Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a gas loss alarm. The pump was switched out successfully. There was no patient harm reported.

Manufacturer narrative:
Updated section - b4, d1, d4(version, catalog, UDI, serial number), d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. To date, this customer has not placed a request to getinge service to have this device evaluated. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a